Manufacturer narrative:
Expiration date: may 2021. Investigation findings: 213 is based on the evaluation of retention samples. The actual device has not been returned for evaluation however a reference photo was received of the actual sample. Based on the received photos, the actual sample had blood on the needle hub and protector. It was also noted that the sample had no catheter assembly. Based from the results of our investigation, the root cause of the problem could not be confirmed to be related to our product or process. Verification and simulation conducted on the retention samples all conform to the specification. Also, process checking conducted showed running of machines under validated parameters and no sharp edges on the machines were noted that may cause damage to catheter. Our products have undergone series of inspection and verification. Defects such as damage/hole on catheter tube can be easily detected thru our process. Normal insertion of IV catheter will not cause any hole, scratch, dent, damage that may lead to leakage. It is also stated in our IFU, "do not attempt to reinsert a partially or completely withdrawn needle". Nevertheless, we will still continue to conduct maintenance and check our process conditions to assure the quality of our products. This report was reassessed during an internal audit and deemed reportable based upon the device malfunction could potentially result in IV catheter breakage of the distal end and/or retention in patients if to recur. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo ((B)(6)) corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported a leakage on the catheter. The blood leak was immediately observed. They reported that possible stress may have been applied to the subject product prior to use.